Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer was using the wrong insulin. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.